Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was resumed post procedure.